Manufacturer narrative:
Per the user facility, the temperature difference situation was observed nearly four times a week for the month prior to reporting the issue.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the temperature displayed on the blood parameter monitor (bpm) was very different from the reading on the central control monitor (ccm). The bpm temperature reading switched from 17 degrees celsius to 31 degrees celsius instantly. It was stated that the unstable temperature readings appeared to affect other values. The team continued to use the device for the remainder of the case using blood gas analyzer values. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d9, h3 and h6. The service repair technician (srt) could not duplicate the reported complaint. The monitor powered on and passed self-testing. The hematocrit (h/sat) passed service mode testing. The arterial blood parameter monitor (bpm) passed service mode testing. The arterial bpm passed intensity testing. The erasable electronically programmable read only memory (eeprom) contained zero critical errors. The srt placed the bpm in operate mode at two different times (before and after checking the internal 12v and sbc batteries) and the bpm was consistent with temperature readings in relation to its environment. The bpm thermistor was physically inspected and seemed to be in good working condition. During eeprom download and bpm intensity testing, it was noticed that the port connection to the test pc was intermittent on relaying information from the monitor to the pc screen. The srt replaced the printed circuit board assembly (I/o pcba) as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.